Manufacturer narrative:
The sample was received on 09-dec-2014. Investigation is pending.(B)(4)

Manufacturer narrative:
The sample was returned for evaluation. Visual inspection, and performance tests were performed, and the device was found to be functioning per specifications. The customer reported malfunction could not be verified. (B)(4).

Event description:
It was reported that prior to use, a doctor confirmed that the tracheal cuff didn&#39;t inflate. The was no patient involvement.